Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, bio ID maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance. A technical support specialist dialed into the system, referenced the bioid lumidigm update package 1.3 release for es ¿ failure recovery fix to reinstall the lumidigm device service driver, verified services were running, rebooted the station. Verified biometric identifier working successfully. The system functioned as intended after the technical support specialist troubleshot the device.